Manufacturer narrative:
Additional information was provided in b.5., d.9., h.3., h.6. And h.11. Correction: on initial MDR the product code of a0202 was an error. It should have been a040609 on the original MDR. Upon receiving additional information, the patient event code e0801 is no longer applicable. The lens was returned loose in a plastic sleeve. A small amount of viscoelastic was observed on the lens. One haptic was bent gusset and distal area. No other damage was observed. The returned lens matched the provided photo. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. A company handpiece was indicated. Two viscoelastics were indicated it is unknown if the qualified viscoelastic was used. The company cartridge information was not provided. It is unknown if a qualified cartridge was used. The company lens is only qualified for use in the company cartridge. The reported haptic damage was observed. The root cause for the damage cannot be determined. It is unknown if a qualified cartridge was used. The company lens is only qualified for use in the company cartridge. The IFU instructs company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Information was provided that the pc tear occurred before an attempt to use the lens. It was unrelated to the product. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the capsular rupture occurred before the failure of the intraocular lens implantation.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of there was a capsular rupture during the operation. In addition, the implant could not be placed because one of the haptic had bent. Surgery was completed during the same operation with placement of a new implant. Additional information has been requested.